Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that his insulin pump alarmed with a battery out limit; the pump then went dead and had a blank display, and then came back on only to go blank once more. The patient's blood glucose at the time of incident was 120 mg/dl. The customer stated that the pump alarmed during normal use, and the pump was still alarming during the phone call. Troubleshooting was initiated for the battery out limit, and the customer was advised to ensure that the battery cap was securely fastened and that the battery slot is aligned horizontally with the pump. The alarm was cleared and the customer was advised to monitor the pump and that the pump was operating as designed. No products were returned or shipped.